Event description:
It was reported "the catheter connected with vein occluded with blood clot." No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter occlusion was confirmed to be related to the use of the device. One 20 cm vas-cath flexxicon catheter was returned for investigation. Red residual material was present throughout the catheter. The sample was flushed with water using a 12 ml syringe. The arterial lumen experienced resistance due to a partial occlusion. Additional pressure was applied and resulted in the red residual use material dislodging from within the catheter. The resistance experienced initially was not felt after the blood occlusion was removed. Since the source of the occlusion was caused due to the use of the device, the complaint is confirmed. The product instructions for use (IFU) "catheter patency guidelines" section contains information and guidelines which may have prevented this reported issue. A lot history review (lhr) of recx0988 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx0988) have been reported from the same facility in taiwan.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0988 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx0988) have been reported from the same facility in (B)(6).

Event description:
It was reported "the catheter connected with vein occluded with blood clot." No other information was provided.